Event description:
Please refer to the initial report.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log analysis it could be confirmed that the device detected a piezo test error on (B)(6) 22nd at 11:35. As the auxiliary alarm (piezo) is supplied via the rocker switch, a faulty rocker switch is a potential cause for this error. The reported problem could be confirmed as the log file shows that the device stopped ventilation between 12:13 and 12:17. At 12:17 the device was switch on again (rocker switch on). Based on the log entry in combination with the description of event the root cause was determined to be a faulty rocker switch. The device reacted as specified to the detected deviation and posted the corresponding visual and audible alarm ¿auxiliary acoustical alarm failure¿ to alert the user. In case of this alarm, the IFU recommends to call service and continuously monitor the device functions in case the ventilation is continued with this device. The main power is switched on and off by a rocker switch. The rocker switch was reportedly off at the time of event. Despite this, the device could be started due to the malfunction of the rocker switch. In case of a faulty rocker switch the device is permanently supplied with main power. However, a temporary alteration in the rocker switch signal may cause a short interruption of the ventilation. In case of a complete loss of function the emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started, the results will be provided in a follow up report.

Event description:
It was reported, that the device screen "shows nothing on the display while in use on patient." After the main switch was turned on, the device started with cockpit rebooted message. No patient consequences reported.